Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that death occurred. The procedure was indicated as a "last option" for the patient. The patient was considered a "tough case". The tight target lesion was located in the severely calcified distal left main (lm) artery extending into the proximal left anterior descending (lad) and proximal circumflex (lcx) arteries. Rotational atherectomy was performed in the lm and lcx with a 1.75mm rotalink¿ plus and everything was noted to be ok. The physician then attempted rotational atherectomy in the lad. The patient's blood pressure dropped, with no reflow noted in any of the vessels. There was no evidence of dissection. The patient went into ventricular fibrillation and was shocked. A series of CPR was performed for approximately 30 minutes. The patient's blood pressure would still not come back. CPR was stopped and the patient died.